Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment of a distal arch thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system with 1 debranch bypass (axillary ¿ axillary). The patient has a bovine arch. The diameter of the aneurysm at pre-procedure was 40.4 x 55.2 mm. After all devices were implanted, a proximal type I endoleak was remained but the physician decided to monitor it. On april 25, 2022, a follow-up CT image revealed that the proximal type I endoleak still remained and the aneurysm was enlarged to 42.2 x 63.1 mm. The patient¿s proximal neck was short (the neck length is unknown), so it might have been involved with the proximal type endoleak. The physician is considering reintervention. However, as the patient has a dementia, it is possible that the physician will only monitor the patient continually.

Manufacturer narrative:
(B)(4). Additional information was requested but is not available. It was reported that the patient¿s proximal neck was short (the neck length is unknown), so it might have been involved with the proximal type endoleak. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), key anatomic elements that may affect successful treatment of the lesion include short aortic neck(s) at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. The gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery. These sizing measurements are critical to the performance of the endovascular repair use of the gore® tag® conformable thoracic stent graft outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g. Endoleak). Per IFU, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion) and endoleak, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The additional information was reported that on (B)(6) 2022, a reintervention was performed. A debranch bypass was created (ascending aorta - the right brachiocephalic artery and ascending aorta - the left common carotid). Then, a gore® tag® conformable thoracic stent graft with active control system was implanted from zone 0. The proximal type I endoleak was resolved.

Manufacturer narrative:
Additional information: b5: event description was updated due to the additional information received regarding the reintervention. H6: health effect - impact codes were updated. It was reported that the patient¿s proximal neck was short (the neck length is unknown), so it might have been involved with the proximal type endoleak. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), key anatomic elements that may affect successful treatment of the lesion include short aortic neck(s) at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. The gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery. These sizing measurements are critical to the performance of the endovascular repair use of the gore® tag® conformable thoracic stent graft outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g. Endoleak). Per IFU, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak and reoperation. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.